Event description:
It was reported that there was a broken lead issue about eight years ago with the patient's original device. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 748951 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 7435 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID, 3998 lot# j0540959v, implanted: 2005 (B)(6), product type lead. (B)(4).